Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced staphylococcus epidermidis which had significantly worsened when the patient was implanted with the implantable pulse generator (ipg) system and for which the patient was treated. The device and lead remained in use. No further patient complications have been reported as a result of this event.